Event description:
Initiator reported that a comparison between the pt's surestep meter and a hcp meter was 476 mg/dl (ss) and 376 mg/dl (hcp) respectively (27% difference). No symptoms were reported. There was no allegation of harm.